Event description:
A customer reported, receiving an error message on their freestyle libre 2 sensor. After (B)(6) days of wear. The customer was unable to monitor blood glucose. And consequently, experienced a loss of consciousness. The customer was incapable of self-treating. And received unspecified third-party treatment. It was further noted, that the sensor expired on (B)(6) 2020. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated, and no physical damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Sensor was reprogrammed, and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error message on their freestyle libre 2 sensor after 5 days of wear. The customer was unable to monitor blood glucose and consequently experienced a loss of consciousness. The customer was incapable of self-treating and received unspecified third-party treatment. It was further noted that the sensor expired on 01-nov-2020. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section d4 (expiration date) and section h4 (device mfg date) were updated based on extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error message on their freestyle libre 2 sensor after 5 days of wear. The customer was unable to monitor blood glucose and consequently experienced a loss of consciousness. The customer was incapable of self-treating and received unspecified third-party treatment. It was further noted that the sensor expired on 01-nov-2020. There was no report of death or permanent injury associated with this event.